Event description:
"Orig" surg: 5/19/99. In 1999, when patient tried to rise up, patient felt severe pain at hip. X-ray allegedly showed that inner-ring and stem head were dislocated from cup. Allegedly, the patient did not take any unreasonable motion.